Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriately triggered af episodes were observed in the merlin.net transmission. Programming changes were recommended. Patient was stable and will continue to be monitored.

Event description:
New information received notes that inappropriate atrial fibrillation episodes were triggered daily on the via remote transmission on the implantable cardiac monitor due to a diagnostics anomaly. No intervention was performed. The patient experienced no adverse consequences.